Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump indicated a data log corruption. Reportedly, the customer continued using the pump for insulin therapy. In addition, it was reported that the pump shutdown due to normal battery depletion, which as a result customer experienced an elevated blood glucose (bg) level. Continuous glucose monitor read "high" a manual injection was used to address high bgs.